Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent an endoscopy to replace the peg tube due to the tube occlusion. During the endoscopy, the physician was unable to remove the peg tube due to buried bumper syndrome. On (B)(6) 2022, the patient underwent laparoscopic surgery, and the peg tube was removed and replaced.